Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose was 436 mg/dl at the time of incident. Troubleshooting found that the pump piston was not operating correctly. The customer indicated that they would call back as they did not have the pump to troubleshoot.